Event description:
Medical positioning, inc. Was informed on july 20, 2006 by an attorney for pt that pt had suffered personal injuries and held us responsible in some part. Medical positioning had never been made aware of the event by the facility. We contacted the facility and inquired about the event from 12 months earlier. The drop section gave way under the weight of pt. Pt did not break the hinge. Pt balanced on her left leg and did not fall. The cardiologist examined her and noted 'no abrasion, contusions or bruising.' Pt said she had a history of back problems. They offered to send her to an orthopedic physician or her physical therapist. Pt refused and walked to the clinic area. Pt saw her family physician a day or two later. No sale was made by medical positioning, inc. To using location. Using location is affiliated with another location that purchased two tables. It is presumed that one of these involved in the incident.

Manufacturer narrative:
The user of the medical device was surprised to learn of a complaint approx one year after the event. No change was made at the user location in the interval and the event did not reoccur.